Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that the motor device hose (black residue) was rubbing off onto surgeon¿s gloves. It was unknown if the event occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device cord was damaged and the cord had black residue while being wiped. The cord was damaged at the connector end and was consistent with applying too much tension to the spring and causing the cord to tear. Therefore, the reported condition was confirmed. The assignable root cause for the cord damage was determined to be due to component damage caused by user error. The assignable root cause for the black residue on the gloves was due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.